Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation expert device. The manufacturer received information alleging scratches inside ui panel screen. Medical intervention was not specified. The device was returned to the service center for evaluation. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted scratches inside ui panel screen, visible when powered and replaced. Additionally, the patient¿s complaint was confirmed, and the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.